Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results for the following samples (pmol/l): (normal range 9.01 to 19.05 pmol/l). (B)(6 )initial 19.71 ((B)(6)), repeat 12.25 ((B)(6)), 12.94 ((B)(6)), (B)(6) initial 20.16 ((B)(6)), repeat 16.76 ((B)(6)), (B)(6) initial 17.35 ((B)(6)), repeat 20.27 ((B)(6)), 17.10 ((B)(6)), (B)(6) initial 19.24 ((B)(6)), repeat 12.98 ((B)(6)), 14.00 ((B)(6)), (B)(6) initial 21.64 ((B)(6)), repeat 14.47 ((B)(6)), 15.50 ((B)(6)), initial 18.61 ((B)(6)), repeat 22.36 ((B)(6)), (B)(6) initial 25.40 ((B)(6)), repeat 14.74 ((B)(6)), 16.47 ((B)(6)), (B)(6) initial 19.40 ((B)(6)), repeat 8.92 ((B)(6)), 8.67 ((B)(6)), 8.52 ((B)(6)), (B)(6) initial 22.30 ((B)(6)), repeat 18.37 ((B)(6)). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 57607ud00, however, in-house performance testing was completed which indicates the product is performing as expected. In house testing was performed using retained reagent samples of lot 57607ud00. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 57607ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for the following samples (pmol/l): (normal range 9.01 to 19.05 pmol/l): (B)(6) initial 19.71 (B)(6), repeat 12.25 (B)(6), 12.94 (B)(6), (B)(6) initial 20.16 (B)(6), repeat 16.76 (B)(6), (B)(6) initial 21.64 (B)(6), repeat 14.47 (B)(6), 15.50 (B)(6), (B)(6) initial 17.35 (B)(6), repeat 20.27 (B)(6), 17.10 (B)(6), (B)(6) initial 19.24 (B)(6), repeat 12.98 (B)(6), 14.00 (B)(6), (B)(6) initial 18.61(B)(6), repeat 22.36 (B)(6), (B)(6) initial 25.40 ((B)(6), repeat 14.74 (B)(6), 16.47 (B)(6), (B)(6) initial 19.40 (B)(6), repeat 8.92 (B)(6), 8.67 (B)(6), 8.52 (B)(6), (B)(6) initial 22.30 (B)(6), repeat 18.37 (B)(4). No impact to patient management was reported.